Event description:
It was reported that the insulin pump sustained physical damage. The customer's mother stated that the customer had slipped over and fell on top of the insulin pump. The caller observed cracks in the insulin pump casing. The customer's blood glucose was 4.8 mmol/l. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, cracked case at the battery tube threads, and a minor scratched liquid crystal display window and case.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.